Manufacturer narrative:
The concomitant products: carto 3: model # m-4800-01, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4).

Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) procedure, after ablation, the patient became confused and disoriented. The patient stopped the case and sent the patient for a magnetic resonance imaging (MRI). An ep study and ablation were performed under conscious sedation. The patient¿s prognosis is excellent and fully recovered. The physician¿s opinion regarding the causality of adverse event was procedure-related.